Event description:
It has been performed an emergency explantation on the (B)(6) 2025 due to an intracranial abscess of the parenchyma of cerebellum and pseudomonas infection. The user is recovering well. This report refers to 9710014-2025-00481. For further information please refer to this report.